Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the suture thread disengaged from the needle easily. Nothing fell into the patient's cavity. The procedure was completed with another device. The status of the patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.